Manufacturer narrative:
After review of images (per-op / post-op) : -prosthesis was implanted in kyphosis (kyphosis may be related to pre-op structure of vertebrae, need pre-op images to confirm). -patient may not has been set in neutral position for surgery. -superior plate seems to have subsided into posterior part of c6. Not returned to manufacturer.

Event description:
Mobi-c p and f us : prosthesis in kyphotic condition. Patient is not feeling any pain. No outcomes attributed to adverse event from this report matches with the current adverse event as patient does not feel any pain.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Product was not returned to the manufacturer as still implanted. No visual examination could be performed. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records, the review of the case during complaint meeting on august the 03rd 2017 and the recurrence of this type of event for this implant, the cause for the event is probably the surgeon's error in preparing the patient for surgery. A careful examination of these x-rays showed that the patient was not put in the proper position before the surgery which can cause this type of issue. The mobi-c surgical technique states : patient positioning is critical to ensure proper orientation and alignment of the device. The position should be maintained throughout the surgery. The investigation found no evidence to indicate device issue. Root cause : instruction was not followed during patient positioning

Event description:
Mobi-c p&f us : prosthesis in kyphotic condition. According to the reporter : on follow up xray surgeon noticed that the implant had shifted and created a kyphotic condition. He is concerned that product may have malfunctioned. He feels he may need to revise, pending information from zimmer biomet ldr. Addition information from reporter on 19/may/2017: patient is not feeling any pain and x-rays provided. After review of images (per-op / post-op) : prosthesis was implanted in kyphosis patient may not has been set in neutral position for surgery superior plate seems to have subsided into posterior part of c6. According to information provided until now, despite ldr recommendations, no revision performed. Implant still implanted.